Event description:
New information notes that the patient condition is stable. The device will not be returned for evaluation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the device was in vvi backup mode due to low battery voltage. Patient was stable and scheduled for explant. The device was explanted and replaced on (B)(6) 2020.